Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that prior to replacement due to normal depletion, the impedances have been measured and all values were in normal range. After the old 3889 lead and 3095 extension were disconnected, the old 3889 lead was inserted into the new stimulator without problems. Impedances have been measured again and all values except c & 2 were >4000 ohms. Impedance for c & 2 was in normal range. There was no visible damage of the lead. Lead was disconnected, cleaned, and inserted again. Impedances were still high, except for c & 2. There was a surgical intervention that occurred. Configuration was set to c & 2 (as it was with the old ipg). The issue was not resolved at the time of the report.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 388928, product type: lead. The main component of the system. Other relevant device(s) are: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 388928 lot# unknown, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated that the cause of the impedance of c<(>&<)>2 were >4000 ohms was noted as unknown. However, as written in the report: all impedances were high >4000 ohms, except for c<(>&<)>2, which was in normal range. All steps are written in the report and stated that the lead had been cleaned an inserted again. Without success. Impedances for c<(>&<)>2 were still the only values in normal range. This configuration was used prior to replacement and therefore, the hcp decided to keep the old lead and do not replace it.